Event description:
According to the reporter, during use, the cuff of the device had a leakage. The respiratory therapist (rt) attempted to put air in the cuff several times but the leakage was still present. Reintubation was required with larger one. The patient was preoxygenated with 100%. Ventilator was disconnected and a bougie was placed into the existing tube and removed. The 9.0 ett was inserted over the bougie. As the tube advanced into the airway, a resistance was felt. The patient saturation began to drop into the mid 80s. The bougie and tube were removed from the airway and patient was bagged. The patient was reintubated with a 7.5 ett which was secured at 24 at the lip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.